Event description:
It was reported that a customer experienced high blood sugar levels and an occlusion alarm and cartridge alarm 1 from their insulin pump, prompting them to be hospitalized. The highest blood glucose level reported was 40 mmol/l. The customer took corrective actions by changing the pump site, insulin, and cartridge, but ultimately required assistance from emergency services. At the hospital, the customer was treated with IV fluids of saline and insulin, which resolved the issue. The customer was educated on proper techniques to avoid occlusions and no permanent injury occurred. The customer remained under observation in the hospital at the time of the report and declined follow up.